Event description:
Additional information received indicated defibrillation testing was performed and satisfactory high voltage lead impedance values were observed. No patient consequences were reported.

Event description:
During a remote follow-up, decreased defibrillation impedance was detected on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.